Event description:
After an implantation period of approx. 115 months, oversensing with inappropriate therapies was reported. The lead was capped.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned ICD data have been analyzed. The analysis confirmed the eri battery status of the ICD, which could be anticipated. Further analysis of the data revealed that 83 shocks were delivered by the ICD on (B)(6) 2021. As no iegms were available for analysis, no conclusion could be drawn regarding the root cause of the shock deliveries. The impedance trends revealed rv pacing impedance values >3000 ohms on (B)(6) 2021. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of an ICD malfunction. Based on the available information, the clinical observation presumably resulted from a damage of the rv lead.